Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts were being made to obtain additional information and the following additional information was received: was the device locked on tissue with the jaws closed? The stapler was locked on the tissue when the jaw was closed, and cannot open the jaw. If yes, how was the device removed? After trying the ¿rbrb¿ principle, it failed to open. Finally, the tissue was cut off with an ultrasonic scalpel, and the cutting occluder and tissue were removed. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? They were all tried. Did the jaws eventually open? Finally, after the stapler was removed from the tissue, the forceps were finally opened by using the manual push button. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during video-assisted thoracoscopic segmentectomy surgery, after installed reload and closed the jaw, could not open the jaw anymore. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.